Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had to be explanted as it was showing high capture thresholds and an important decrease in pacing impedances. The physician tried to transect the old lead with micro wire to retain access but ended poking lead two times with micro needle. A new rv lead was implanted at the same procedure. No additional adverse patient effects were reported. The rv lead has been returned for analysis at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A blockage was encountered approx. 185 mm from the terminal end, likely due to body fluid. X ray showed no conductor issues. Also, outer insulation damage was observed approx. 170 and 182 mm from the terminal end, related to induced damage during explant. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had to be explanted as it was showing high capture thresholds and an important decrease in pacing impedances. The physician tried to transect the old lead with micro wire to retain access but ended poking lead two times with micro needle. A new rv lead was implanted at the same procedure. No additional adverse patient effects were reported. The rv lead has been returned for analysis at this time.